Event description:
On (B)(6) 2009, the pt reported that while at the airport his infusion tubing became disconnected from his infusion site. He stated that he noticed while initially connecting the tubing to the headset, that the connection was not secure. He reconnected the infusion tubing to the headset and had no further issues. He stated that he changes his infusion site every 3 days and the infusion tubing every 6 days. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.